Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hyperglycemia. The temporary basal rate was increased to 200%, but it was unsuccessful in lowering the elevated blood glucose levels. There was no error or alert message indicating an interruption in insulin delivery. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.